Event description:
The customer reported that the device hung up after powering up.

Manufacturer narrative:
The customer reported that the device hung up after powering up. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report wil be submitted upon completion of the investigation.